Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Additional patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text : device remains implanted

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up conducted on (B)(6) 2025 identified that the sac size has increased in size by 1mm since 2024. The inferior mesenteric artery (ima) has been coiled, some residual flow noted to the ima. There a type ii endoleak that has been observed for past six years. There is now an obvious type iiib endoleak just distal to the coiled ima. Reintervention was completed on (B)(6) 2025 in which the graft was relined successfully with an afx2 bifurcated stent graft and an afx vela infrarenal. The final patient status was reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve a reported adverse event/incident-related medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be independently assessed. Patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem: updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. There is a type ii endoleak that has been under observation for the past six years. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. Routine follow-up conducted on (B)(6) 2025 identified that the aneurysm sac size has increased in size by 1mm since 2024. The inferior mesenteric artery (ima) has been coiled, however there is some residual flow noted into the ima. There is now an obvious type iiib endoleak just distal to the coiled ima. Reintervention was completed on (B)(6) 2025 in which the graft was relined successfully with an afx2 bifurcated stent graft and an afx vela infrarenal. The final patient status was reported to be stable.